Event description:
The customer reported that a patient's sample containing anti-s did not react on the ortho provue analyzer using 0.8% surgiscreen lot# 8ss448 and mts anti-igg card lot # 061906001-20.

Manufacturer narrative:
The customer reported false negative gradings on the provue analyzer using a sample containing anti-s. The customer repeated testing in manual gel method and obtained positive (1+ weak) results. No death or serious injury was reported as a result of this event. The patient historical data prompted the customer to perform additional investigation, preventing erroneous results from being reported. Gel card malfunction was ruled out as a contributing factor. Incident was most likely sample related. However, provue malfunction could not be ruled out as a contributing factor to this incident. If a significant antibody is not detected during antibody screening, or is not identified upon further testing, the patient may be transfused with antigen-positive blood and suffer a hemolytic transfusion reaction. The likelihood of a serious injury, while not frequent, is not remote. Provue malfunction cannot be ruled out based on information provided. If this incident were to recur without mitigation, a possible erroneous result may be reported.